Manufacturer narrative:
H6: investigation summary bd received a sealed 20 gauge nexiva unit from lot 2129088 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that needle cover, needle, and one side of the device's wings were caught in the seal of the packaging damaging the packaging. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was an operator error that occurred during the packaging process. A misalignment occurred between the package and the manufacturing equipment. This misalignment was not caught by the packaging operator resulting in the observed damage. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced damaged unit package where sterility of the product is compromised. The following information was provided by the initial reporter: this is a report about a defective package of nexiva. According to the customer's report, the product was partially stuck in the seal of the package.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced damaged unit package where sterility of the product is compromised. The following information was provided by the initial reporter: this is a report about a defective package of nexiva. According to the customer's report, the product was partially stuck in the seal of the package.